Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt, implanted on (B)(6) 2000, was no longer able to hear with his device. Testing in situ carried out on (B)(6) 2012, shows that the device has malfunctioned.